Event description:
It was reported that this right ventricular lead exhibited pace impedance greater than 3,000 ohms at the 48-hour follow-up appointment post-implant. It was also noted that immediately following the implant procedure the value had been 2,948 ohms. The lead was successfully explanted and replaced without complication and is expected to be returned.

Event description:
It was reported that this right ventricular lead exhibited pace impedance greater than 3,000 ohms at the 48-hour follow-up appointment post-implant. It was also noted that immediately following the implant procedure the value had been 2,948 ohms. The lead was successfully explanted and replaced without complication. The lead was received for analysis.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, and based on returned product analysis, boston scientific concluded that there was no problem detected with this device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.